Event description:
It was reported that two pen ndl 32g 4mm pro 100 box ap experienced an inability to deliver insulin/medication during use. This led to the patient experiencing a serious injury in the form of hyperglycemia. The following information was provide by the initial reporter: customer reported to that the needle from her 4mm pen needle was missing. This is the needle that connects with the insulin pen. She only noticed it today because she gave herself a dose this morning and her bgl was 5. After she got home, after lunch, her bgl was 25. Upon checking the pen needle she noticed the needle at the bottom was missing. This is the needle that connects to the insulin pen.

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample was returned from an unknown lot. No., cat no. 320566. Visual examination was carried out on the returned sample and it was observed that the non patient end of the cannula was broken. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two pen ndl 32g 4mm pro 100 box ap experienced an inability to deliver insulin/medication during use. This led to the patient experiencing a serious injury in the form of hyperglycemia. The following information was provide by the initial reporter: customer reported to that the needle from her 4mm pen needle was missing. This is the needle that connects with the insulin pen. She only noticed it today because she gave herself a dose this morning and her bgl was 5. After she got home, after lunch, her bgl was 25. Upon checking the pen needle she noticed the needle at the bottom was missing. This is the needle that connects to the insulin pen.